Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low and she was getting low glucose alerts throughout the night and blood glucose level was about 50 point higher. She turned the sensor off and in the morning when tuning it back on, the sensor was still reading low at 67 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 109 mg/dl. She also mentioned having issues with the serter pulling out the sensors at insertion. The sensors and serter will be replaced. The customer declined troubleshooting and would be resetting the sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the insertion complaint due to the needle not being returned.